Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels (value not provided). The cause was unknown. Bg was addressed via a correction bolus, an increase in temporary basal rate, and manual injections. The customer was instructed to consult with healthcare provider regarding bg level.